Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not observed additional information: d9 additional information provided: multiple unknown cardiac procedures additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please advise how many patient events have had this issue with the m660g/ stainless steel suture pulling off of the needle lot tbmedl? H3 evaluation: the product was returned for evaluation. One opened box with sixteen unopened samples per product code was received. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiac procedure on an unknown date in 2024 and stainless suture was used. During procedure that while suturing the rib cage back together the needle will pop off the stainless steel suture. Another like device from a new lot was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.